Event description:
During insertion of zimmer tibial natural nail, the impactor broke off into pieces at insertion handle while surgeon was tapping with mallet. Threads remain in targeting guide handle. Surgery proceeded without further incident. No patient injury was sustained.======================manufacturer response for impaction head, impaction head (per site reporter).======================sales rep has requested to pick up broken instrument.